Event description:
It was reported the gastrointestinal videoscope had dirty rubber. The issued first occurred during service / maintenance. There were no report of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: rubber is dirty and crystallized and c cap is crystallized. A root cause could not be identified. Based on the results of the investigation, a likely cause of the malfunction identified could not be established. The event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.